Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen and no ventilation output was confirmed. Ventec opened the device in order to perform a visual inspection and observed that there were multiple damaged components on the control board. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen backlight went out at night during use. As a result, the device's lcd touchscreen was black and could not be seen. Additionally, there was little to no ventilation output from the device. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details were provided.